Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified common femoral artery was attempted with three prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 9f sheath. Reportedly, while removing each of the prostyle plungers, a suture separation occurred. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.